Event description:
It was reported that guidewire entrapment occurred. One 2.1mm jetstream xc atherectomy catheter and one 2.4mm jetstream xc atherectomy catheter were selected for use. During a crossover procedure to treat the lesion on the opposite side, the catheters seized on the guidewire. The procedure was completed using a drug coated balloon. The patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a jetstream xc-2.4. An unknown filter guidewire was stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed a kink located 1cm from the tip. The tip of the jetstream device was run over the guidewire tip coils. The proximal end of the guidewire was sticking out of the pod approximately 157.7cm. The distal end of guidewire was sticking out of the tip end 16cm. The device was functionally tested per the instructions for use (IFU) and the device did rotate. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that guidewire entrapment occurred. One 2.1mm jetstream xc atherectomy catheter and one 2.4mm jetstream xc atherectomy catheter were selected for use. During a crossover procedure to treat the lesion on the opposite side, the catheters seized on the guidewire. The procedure was completed using a drug coated balloon. The patient fully recovered.